Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker had migrated. Hence, the physician opted to reposition the pacemaker and secured it to the muscle in a more inferolateral position. No additional adverse patient effects were reported.